Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning due to 43,025 low impedance paces. Bipolar impedance was at 275 ohms and unipolar impedance was at 312 ohms. Manufacturer's representative will discuss with physician. Device remains in use. No patient complications were reported as a result of this event.